Manufacturer narrative:
The plastic hook jammed on the foot board and did not click into place by itself. The customer was informed via a field safety note to check always the right position of the hook and that the hook is locked. The field service engineer checked the system and verified that the foot plate cannot fall down, if the plastic hook is clicked fully into the transport position, as described in the field safety note. This is a known problem and has resulted in a class 2 recall which was reported to FDA. (B)(4).

Event description:
The customer reported that during movement of the "patient support" which is used for positioning for standing patients while a stitching examination) the plastic hook has released and the footboard dropped down and hit first and second toe of operator's right foot. The foot was iced.